Event description:
Same case as MFR# 2134265-2009-01189. It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician attempted to pre-dilate a severely calcified, 90% stenosed lesion located in the severely tortuous lmca (left main coronary artery) to proximal lad (left anterior descending) artery with a 8 x 3.5 mm quantum maverick balloon catheter. The balloon ruptured at 10 atms. Another manufacturer's stent was placed. A 15 x 4.5 mm quantum maverick balloon catheter was used for post-dilation. This balloon ruptured at 10 atms. The procedure was completed with this device for pre-dilation. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
The complaint device was not returned for review; therefore, a technical analysis could not be performed. A review of manufacturing records related to the batch was not possible as the batch number is unknown. The most probable root cause for this event is operational context.